Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Patients prior revision captured as (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a second revision was completed due to dislocation. The femoral component, sleeve, and stem were removed and srom hinge was implanted secondary to bone fracture. Doi: 09/1/2022, dor: 12/21/2022, and dor: 02/05/2023.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 (clinical code).

Event description:
Additional information received: a. Was there a surgery delay? If yes, what was the duration of the delay? No delay was reported. B. How is the patient now? The patient is doing well according to the surgeon. C. Were there any patient conditions that may have contributed to the dislocation? Joint/ligament laxity, progression of the disease, etc. Unclear. The surgeon stated that her collaterals had become lax over time. Cause unknown. D. Was there any suggestion that the attune revision products may have been oversized at primary? No e. What caused the fracture? Was it a result of the dislocation? Or did the patient have a fall? The surgeon believes there may have been a small nondisplaced fracture during femoral metaphyseal sleeve removal which then expanded during the insertion of the srom metaphyseal sleeve construct. F. You mentioned in the event description that the patient had attune revision components in situ. Has the patient undergone a prior revision of depuy products? If yes, was it reported? (Provide pc# if possible). Or was the patient's primary construct non-depuy? Non-depuy product at index surgery.